Event description:
The device was returned due to a damaged keypad/ keypad overlay. The results of the investigation found a buckling upstream occlusion (uso) seal. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckling upstream occlusion (uso) seal. Testing also found that the pump displayed error code 46221, which generally indicates a malfunction related to the pump's hardware or internal components. The uso seal was replaced, and the software was updated to fix the issue.